Event description:
Boston scientific received information that the patient's home monitoring equipment detected high,out-of-range (oor), shock lead impedance measurements on this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) system. Review of data showed that the shock lead impedance measurements had been in the 60 ohm range and then jumped to > 200 ohms; all other measurements were stable and stored episodes were nonsustained ventricular tachycardia. The field representative called boston scientific technical services (ts) and reported that a clinic evaluation was done, and in both the triad and rv coil to ra coil configurations measurements yielded > 125 ohms. In the rv coil to can configuration the measurement was 85 ohms. A memory dump and save to disk were performed. The results showed that with both the daily measurement and the commanded shock lead impedance testing, the values in the rv coil to ra coil and the ra coil to can were oor, while the values of rv coil to can were within normal limits. Ts discussed defibrillation threshold (dft) testing be done in the rv coil to can configuration and if acceptable margins are noted, then would recommend programming to that vector. The field representative was going to discuss the findings with the patient's physician. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is available at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information has been received that the shock lead impedance remains out of range for this system. There have been no adverse patient effects and the plan is to continue to monitor.

Event description:
Additional information was received that the physician did not want to pursue dft testing at this time. No reprogramming was done and no surgical intervention has occurred. There have been no adverse patient effects and the physician plans to monitor the patient.

Manufacturer narrative:
--